Event description:
Device issue: difficult to deploy - thumb advancer, failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. During clip deployment, the clip did not release from the clip applier. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4) against resistance - (B) (4). The device is expected to be returned for eval. It has not yet been received.